Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving shock therapy. Additionally, the patient reported experiencing dizziness. Upon interrogation of the device, a charge time out fault message was observed. Review of device memory revealed that four delivered shocks and 183 diverted therapies. The device's monitoring voltage was 2.34 and the current charge time was 15 seconds. Boston scientific technical services (ts) recommended replacing the device and discussed storage mode when the device reaches a battery voltage of 2.20. No adverse patient effects were reported.

Manufacturer narrative:
The physician planned to replace the device with another manufacturer's device. Attempts were made to obtain additional information, however, no additional information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.